Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump wake button was only functional when plugged into a power source. Customer's blood glucose was not impacted. Customer continued to use pump for insulin therapy.